Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: e1605 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient representative (con) regarding an implanted pump system for non-malignant pain. Additional information received indicated that the patient was having "problems" with their pump. The reporter inquired if there were any recalls of the patient's pump. After the pump was implanted, it "wasn't seeming like it worked right - like it's malfunctioning". The patient's doctor did not replace the catheter, so then the patient went into withdrawal because the catheter "messed up". The following day, a revision was done but the old catheter was left in place. After that, the patient started leaking spinal fluid. On (B)(6) 2023, another revision was done and the old catheter was removed, but the catheter "punched a hole in his spine". On (B)(6) 2023 or (B)(6) 2023, a blood patch was done where "an epidural went up there and they did a blood clot thing to see if would clot, for the spinal fluid leak". It finally stopped leaking, but "it pulled inside of his back". That had "gone down some", but the patient was still having problems. It seemed like the patient wasn't getting enough morphine, as the patient was still having withdrawal symptoms. The symptoms were not as bad, but the patient was still having them. On (B)(6) 2023, the patient's withdrawal symptoms were getting better but were not gone. Per the reporter, "it doesn't make sense since everything is now new". The patient's doctor was aware of this. The patient was scheduled for magnetic resonance imaging (MRI) on (B)(6) 2023 to "look at things" and probably do a catheter dye study. The reporter did not know if "things are on the road to recovery or not", but the patient had a "rough time". The report knew "something isn't working exactly right". The reporter was redirected to follow up with the patient's healthcare provider.

Manufacturer narrative:
Catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient and reported that the patient wanted a company representative at their next appointment. On saturday night (B)(6) 2023, the patient's feet were on fire and burning. The consumer stated the patient was in agony over half the time and was agitated, anxious and nervous. The consumer stated the healthcare provider (hcp) was going to do a dye study on (B)(6) 2023. The consumer stated sometimes the patient seemed like he was getting too little medication other times he was fine and other times he seemed to be getting too much medication. Additional information received from a company representative on (B)(6) 2023 reported that on (B)(6) 2023 the patient had a catheter dye study performed. The catheter was aspirated with good flow and dye showed no leaks. That same day the rep was informed that the patient has had on and off return of symptoms as previously reported. The patient denied his symptoms returned when changing positions and that the symptoms return randomly. The patient also had a pump refill and 11.1mls were expected and 11mls were removed, no volume discrepancy.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mcg/ml at 0.7015 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had their pump replaced on (B)(6) 2023 for normal battery depletion, and at that time the catheter was connected and aspirated with good flow. Today (B)(6) 2023, the patient started having withdrawal symptoms, nausea, runny nose, body thrashing, a return of pain, and increased blood pressure. There were no reports of patient falls or injuries since yesterday¿s pump replacement. A possible external factor included the healthcare provider (hcp) using a zimmer ¿pulsavac¿ to irrigate the pocket during the replacement yesterday. Today the pump was interrogated to check programming and it showed no errors. However, a dye study was also performed which showed that the catheter was leaking as the hcp could see dye coming from behind the pump while injecting. The pocket was opened, and at first the hcp thought the leak was at the connector site but it was determined that the catheter was severed at the spinal segment. It was no longer connected to the segment in the intrathecal space; the hcp looked in the pocket but could not find the remaining segment, therefore a portion remains in the patient's body. The catheter was replaced with a new 8780, which was aspirated with good flow. The event had been resolved. The patient had a medical history of chronic back pain, diabetes, and an allergy to gabapentin & iodine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n202138006, implanted: (B)(6) 2009, explanted: (B)(6) 2023, product type: catheter. Product ID: 8578, lot#: hg0qz6s08, implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 28-oct-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.